Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss, it was reported a punctured tubing. The ipp was explanted, the patient underwent a complete washout, and the device was replaced. There is no additional information reported.